Event description:
A customer contacted beckman coulter inc. (Bci) regarding an erroneously low hemoglobin (hgb) result generated by the coulter act 8/10 analyzer. Customer tested a sample for hgb and obtained a result of 10.2g/dl. The patient was sent to a reference lab and re-drawn. The reference lab result of 12.1g/dl was considered correct. The erroneous result was not reported outside of the laboratory. The patient was re-drawn; however there was no death or injury.

Manufacturer narrative:
Sample was collected in a lavender topped tube. Qc is run daily and was run before and after the incident with results within range. A field service engineer (fse) in 2008: fse replaced a leaky aspiration and diluent syringe plunger and the hgb lamp. Instrument was verified and validated per established procedures. A clear root cause for this event has not determined to date. A malfunction will be assumed for the purpose of this report.